Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. The sample centrifugation time may have been shorter and the speed may have been higher than recommended by the tube manufacturer. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The lithium heparin plasma sample initially resulted in a troponin t value of 0.0182 ng/ml. The sample was re-centrifuged and repeated, resulting in a troponin t value of 0.00326 ng/ml. Red blood cell sediment was observed at the bottom of the tube after re-centrifugation. Floating objects were observed on the plasma surface. The sample tube was checked using a mindray blood cell analyzer and it was found that the sample had a high platelet count.